Event description:
Caller states patient tested 5.3 inr and 3.3 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however test strips have been discarded; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.